Event description:
In (B)(6) 2020 a nail was placed in this cancer patient. In (B)(6) 2021 she went for a check-up and the surgeon saw that her nail was broken, so in (B)(6) 2021 they removed the nail.